Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow-up, the remote transmission failed, and an error message of ¿unable to operate this transmission¿ was observed. Although manual transmission was performed in the clinic, the issue remained. The error indicates a malfunction of the software. The physician could not specify the cause of this issue. The patient will be seen in hospital to interrogate the device by a merlin programmer. The patient was stable and will continue to be monitored.